Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted deformed and stretched coils starting at approximately 420 mm from the terminal end to tip end. The inner coils were protruding in-between the outer coils at approximately 555 mm from the terminal end. The insulation sleeve was bunched at approximately 470 mm from the terminal end. A kink in the lead was observed at approximately 470 mm and 560 mm from the terminal end. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of the fracture allegation based on normal lead resistance measurements. The difficult to position allegation was confirmed based on the observation of deformed, tangled inner/outer coils at the electrode end. The "unintended use error" was selected based on the analysis finding of induced damage during attempted implant (tangled conductors and bunched insulation). The observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that during the procedure, when this right atrial (ra) lead was placed in the appendage, the lead was not stable and could not be advanced towards the right atrium. The lead was exchanged for an active lead to complete the procedure. It was noted that when removing this lead, a conductor fracture was suspected. No adverse patient effects were reported. This lead was received for analysis.

Event description:
It was reported that during the procedure, when this right atrial (ra) lead was placed in the appendage, the lead was not stable and could not be advanced towards the right atrium. The lead was exchanged for an active lead. While removing this lead, a conductor fracture occurred. No adverse patient effects were reported. This lead is expected for return.